Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that error 32056 presented on universal surgical manipulator (usm) 2. The tse walked the customer through an emergency power off (epo) of the patient side cart (psc) with no change. The customer disabled usm 2. The tse advised the customer that the surgeon could proceed with the procedure as a 3-arm case or swap the psc. The customer moved to end the call. The customer called back in the next day to confirm that the complaint, that occurred the day before, was reported. The tse confirmed that it was reported. The customer provided that the case was perform laparoscopically. The tse updated the procedure outcome in this case. The customer noted that this operating room (or) had no scheduled cases, but they had a scheduled case. The fse was to call the customer to provide an estimated time of arrival for the repair. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.